Event description:
Caller reported the pt was showing signs of hypoglycemia. The family member had a hard time waking the pt up before dinner. The freestyle meter gave readings of 173 mg/dl and 136 mg/dl more than 30 minutes apart. These tests were performed on the fingertip. The family member transported the pt to the hosp were a test with the ER meter read 31 mg/dl. The pt was treated in the ER with intravenous glucose and glucose gel. The reported freestyle readings were inconsistent with the customer's symptoms and treatment.